Manufacturer narrative:
Additional information: additional information received reported that the patient is doing well and there have been no further complications. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Sterilization records review: the sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. If explanted, give date: unknown, as the status of the lens was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed an infection post-operatively after the implantation of a zcb00 25.5 diopter intraocular lens (iol) in their left eye (os) on (B)(6) 2017. No additional information was provided.